Event description:
On 11/22/04, the patient contacted lifescan and reported that his one touch ultra meter was not powering on. There was no allegation of harm or serious injury. During troubleshooting, it was verified that the patient was using the correct test strips. He was asked to press the power button, but the meter would not turn on. The batteries were installed correctly and the patient had recently changed them. Therefore, the power issue was not resolved with troubleshooting. The last time he was able to test was in the morning of the call. He was feeling shaky at the time of concern. Based on the information provided, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a meter malfunction. A replacement meter, test strips, and control solution were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.